Event description:
It was reported that the pulse generator exhibited a high current drain of 150 ua, causing it to reach elective replacement indicator one month post implant. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon was unwilling to complete the questionnaire. There are thirty nine medical device reports associated with these events. This report is twenty three of thirty nine.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited premature battery depletion, due to a high current drain. This was due to a leaky capacitor. After replacing the capacitor, normal function ensued.